Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported a right side "adverse event". Healthcare professional reported a patient that has the allergan 110 implants that have been recalled and a capsular contracture, baker grade unknown. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Company representative reported a right side "adverse event". Device status is unknown.